Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1) on (B)(6) 2013 and an unspecified bard/davol bard [flat] mesh (device #2) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1) and the bard [flat] mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided and corrected the date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Updated data: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the perfix plugip (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1) on (B)(6) 2013 and an unspecified bard/davol bard [flat] mesh (device #2) on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1) and the bard [flat] mesh (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, "a perfix plug (device 1) was placed to the floor of the inguinal canal using prolene sutures." On (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device 2). Per op notes, "made an incision through the previous scar. Dissected down until the mesh (device 1) was palpated. A bard flat mesh (device 2) was placed to the floor of the inguinal canal." On (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair. Per op notes, "a recurrent indirect hernia along the previous mesh was present. A synthetic mesh was placed."